Event description:
Information was received from a patient who was implanted with a neurostimulator for were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had no urge sensation when she needed to void and accidents occurred when she stood up and her depended got so full that urine went down her leg. She had some coke earlier today and within the hour she had to change her depends. Patient commented that she knows she wasn't supposed to have pop. On the day of report, patient was not feeling stimulation and her patient programmer was upstairs and she was downstairs, so they unable to check the device during the call. It was indicated that on (B)(6) 2016 she started using an opium patch for unrelated spinal problems. Patient had her post-surgical appointment the next day. It was noted that she had a loss of therapeutic effect last week. Additional information reported that the patient met with their healthcare provider on (B)(6) 2016 and their device still was not working. The patient's issues were ongoing.

Event description:
Additional information from the patient reported that the therapy never worked and urine pours out of them in the morning. At first, it was unclear, during the report, if stimulation was on or off, and later confirmed they felt stimulation and they were set at 7.4. They were not getting therapeutic benefit and not feeling the urge to go. They wanted to be walked through using the patient programmer to make therapy work for the patient. It was reviewed that patient programmer use can be discussed, but can't "make" the therapy work. It was recommended to follow up with their hcp. On (B)(6) 2016 the patient's caregiver again reported the patient never had therapeutic relief since implant and did not feel stimulation. The pp showed them on program 1 at 2.4volts, and that stimulation was on. At one point, they had stimulation up to 7.0v, but then turned it down. It was reviewed that the sensation is not necessary component of therapy, if the patient has urinary relief. The patient still did not feel stimulation and therapy was on. The patient would attempt to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.